Manufacturer narrative:
Health effect impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture on contralateral side.

Event description:
Healthcare professional reported left side "volumetric asymmetry," "mild focal calcification," "radial folds," "lymph nodes," and "microcyst." Device was explanted.